Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump are not responding properly. Customer stated that she has to press multiple times the buttons to make them work. Customer stated that there could have been possible perspiration exposure; she is in humid weather and wears the insulin pump in contact with skin. Blood glucose was 36 mg/dl; customer treated by drinking orange juice and blood glucose level is now 135 mg/dl. Nothing further reported.